Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a transmitter failed error. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016 . The reported event of transmitter failed error was not confirmed. A root cause could not be determined.